Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted, and grasping was performed; however, the posterior gripper did not fully lower onto the leaflet. The clip was retracted back into the left atrium (la) and troubleshooting was performed. The gripper was still unable to fully lower, therefore, the clip was removed and replaced. One clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis, a conclusive cause for the reported inability to fully lower one gripper cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na